Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed what appeared to be peeling 2nd degree burns on the patient's back. The patient¿s physician recommended neosporin for the skin irritation. Follow up indicated that the skin irritation improved.